Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, unspecified microbes were detected from the sample collected from the following channels of the subject device: [first time; (B)(6) 2018]: instrument channel (15cfu / channel), suction channel (21cfu / channel), unspecified channel (56cfu / channel). [Second time; (B)(6) 2018]: instrument channel (3cfu / channel), air/water channel (1cfu / channel), unspecified channel (14cfu / channel). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg wd440, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from all channels of the subject device. The testing result cleared the french guideline. The exact cause of the reported phenomenon could not be conclusively determined.